Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, an incorrect measurement was noted on the patient¿s device summary report. The device was reprogrammed to resolve the event. Patient is stable and will continue to be monitored.